Manufacturer narrative:
All available patient information was included. Additional patient details are not available. An evaluation is in process. A final report will be submitted when the evaluation is complete.

Event description:
The customer experienced a probe stick injury which was treated with multiple anti-viral medications. While troubleshooting an aspiration error on the architect i2000sr analyzer, the customer pricked his right thumb. A 30-day treatment regimen of dolutegravir/lamivudine/fumarte de tenofovir disoproxil (unknown dosage and administration route) began 2 hours after exposure. No further patient details are currently available.

Manufacturer narrative:
On 8/26/2019 the customer provided additional patient information: the patient tested negative after 30-days of treatment. (No specifc results provided.) An evaluation is still in process. A follow up will be provided when the evaluation is complete.

Manufacturer narrative:
Labeling was reviewed and found to be adequate; the architect system operations manual addresses information regarding safety hazards including wearing of personal protective equipment (ppe) and safety awareness where hazards may exist. The architect I systems service and support manual and architect i2000sr system global field service training program participant guide also address potential hazards that could cause physical harm. Further investigation of the customer issue included a review of the complaint text and a search for similar complaints. No adverse trend was identified for the customer's issue. The probe (and other parts) were not replaced. Based on all available information and abbott diagnostics' complaint investigation no product deficiency was identified.